Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ nexiva were missing labels of lot# and expiration date.

Manufacturer narrative:
Investigation: during DHR review: 2 non related qns (B)(4) incomplete seal-run through and (B)(4) expired td)) were initiated during production. Disposition, root cause and corrective actions were applied per quality control plan. 4 non-related qns were in place during production: td 2018-16 inspection for registration (dispenser-pkg), td 2018-20 hot peel inspection (top web-pkg), td 2018-21 exception for damage on canister, td 2018-22 manual weight (cartoner-pkg). Received a total of 4 sealed packages of which 2 were identified to be from lot: 8145552 along with a dispenser and 2 with no lot # printed on the packages. Visual/microscopic evaluation: 2 of the packages received were missing the print containing the lot number and the expiration date all of the packages received revealed blue line pen marks scribble throughout the top web paper. The defects found on the packages received were produced during the packaging process of the units. When the top web roll is changed the operators ¿mark¿ the packages while the printer and alignment is being set up, then those packages are to be rejected. Operators failed to ensure that the parts were rejected from the machine.

Event description:
It was reported that bd¿ nexiva were missing labels of lot# and expiration date.